Event description:
Boston scientific received information that during a implant procedure this right ventricular (rv) lead (model and serial number unknown at this time) was unable to be connected to a competitor device. The lead pin could not fullly be inserted into the competitor device head and a connection issue was suspected. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found induced damage near the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities as the insertion withdraw test that was performed revealed no abnormalities.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory shows that lead insertion difficulty was not confirmed. Upon visual examination, proximal segment of lead was only returned severed approximately 13 cm from terminal pin. Setscrew mark noted on terminal pin and the overall dimension of terminal connector area noted no anomalies. Proximal region of ID label (white) appears to have shaved off circumferentially likely by scalpel where insulation tubing down below torn-apart and rs- coil at this location also stretched, approximately 2.5 cm from terminal pin. The lead terminal connector was tested with is-4 header (teligent) revealed no anomalies and passed without any issue.